Event description:
It was reported that the customer received an occlusion alarm. Reportedly the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.